Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, several episodes of non-sustained rv oversensing were observed. All episodes appeared similar with noisy baseline. Myopotential oversensing was suspected. Further tests and programming changes were suggested. Patient will continue to be monitored.